Event description:
During an investigation into a subsequent event, a previously unreported event was discovered. The info provided to co on the operative report received for the subsequent event, it stated,... "The pt needed one of the implanted corpora removed due to urethral erosion of the left corporal body". As reported to co, one cylinder only was removed; leaving one remaining cylinder, pump and reservoir component(s) inplace from the initial implant. Operative report 4-24-95: "postoperative diagnosis: urethral erosion of left corporal body of penile prosthesis. Indications: the pt has urethral erosion of the penile prothesis, he is now here for removal of left corporal body penile prosthesis. Procedure: a penoscrotal longitudinal incision was then made. The corporal body was then exposed. A right-angle clamp was then inserted to pull out the left corporal body penile prosthesis."f the left corporal body penile prosthesis."